Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced audio/beep anomaly. The customer's blood glucose reading was 93 mg/dl. The customer stated that they received the constant tone while sleeping. The father stated that the pump was completely blank with a constant tone and there were no icons or time. The insulin pump was not returned for analysis.